Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (occlusion). (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the proximal neck and aneurysm entrance was 30mm in diameter. The outside vessel diameter of right common iliac was 7mm and the vessel diameter of the left common and internal iliac was 20mm. The maximum vessel diameter of the right external iliac artery was 7.5mm. The combined proximal neck and aneurysm length was 144mm. The right common iliac artery length was 56mm and the left common iliac artery length was 50mm. The bifurcated stent graft was deployed at the intended landing zone without issue. Six months post index procedure it was noted that the patient had a right limb occlusion due to a tight narrow right femoral artery, right femoral approach and eia landing. The patient was confined to bed and it caused blood flow decrease. Ten months later the patient had a femoral bypass. The physician will monitor the patient. The patient is fine. No additional clinical sequelae were reported.